Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n (B)(6), revealed. Product analysis found:no device found*2,no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt said they see a replace controller battery soon screen which started saturday or sunday. Pt mentioned they were sent a new ac power cord recently (see (B)(4)). Pt says the controller port looks intact. They said the paddle does heat up a little when charging but does not get hot. The issue was not resolved. A request was sent to the repair department to replace the rtm. Pt called back and says they see a memory problem screen. Helped pt setup controller. Pt will await the rtm which will arrive tmrw, and will call pats back if further help is needed. Pt got their new rtm and it came inside a black suitcase, pt wanted to know if they were supposed to send it the case back with old rtm. Agent reviewed to do so.